Manufacturer narrative:
Apoc incident # (B)(4). Additional lot to be investigated: lot# b25315a mfg date: 2025-11-10 expiry date: 2026-07-20 . Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 68-year-old female patient with fatigue, nausea, mild fever, back pain. Return product is available for investigation. Method: date: tested results: sample positive/negative: I-stat , (B)(6) 2026, 15:39 , 695.3 ng/l a , positive, coulter , (B)(6) 2026, 18:49, 6.2 pg/ml c , negative. Positive cut-off value for I-stat troponin test: >21 ng/l is the cutoff positive cut-off value for comparative instrument (if applicable): >60 pg/ml there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).